Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
The tip of the thoracic pedicle probe broke off in the spine while creating a hole for a lumbar fusion at l5-s1. The surgeon attempted retrieval multiple times. The broken tip remains in the pt.